Event description:
It was reported that a cgm error 42 occurred. There was no reported adverse impact to the customer's blood glucose level. The customer, with guidance from technical support, performed a pump reset, and the issue was resolved with no recurrence of the error, allowing the customer to successfully start their sensor session.